Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). (B)(6), md. History and physical. Large ventral hernia, bladder and bowel complaints. Surgical history: c-section. Abdomen: large supraumbilical hernia. Plan: repair laparoscopically with mesh. (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Name of procedure: laparoscopic ventral hernia repair with 15 x 19 gore-tex dualmesh placement. Assistant: (B)(6), md. Procedure in detail: ¿after informed consent, ms. (B)(6) was taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was administered without complications. The patient¿s abdomen was prepped and draped in the sterile fashion and sequential compression device boots were placed on bilateral lower extremities. The patient had an obvious supraumbilical ventral hernia noted. This was unable to be reduced at the time of surgery while under general anesthesia. A 5 mm non-bladed optiview trocar was inserted through the right lower quadrant after a small incisions with an 11-blade scalpel. Prior to surgery, a time-out was done in the operating room indicating appropriate patient, appropriate procedure and appropriate time and place. A trocar was inserted in the usual fashion with an optiview and a camera attached. Once in the abdomen, the abdomen was insufflated with 15 mmhg. Under direct vision, another 5 mm trocar was placed just cephalad to this one and one was placed in the left upper quadrant, also. The hernia was identified. It had two opening defects noted, both with incarcerated omentum with no bowel. The omentum was freed from the defects using gentle traction and coagulation techniques. Once the hernias were reduced, the area was measured and found to be approximately 15 x 19 cm, therefore a 15 x 19 cm dualmesh gore-tex mesh was used. The mesh was obtained. It was sutured at the north and south ends of the mesh, and this was then twisted and rolled into the spiral shape and inserted into the patient¿s abdomen. Once in the abdomen, it was unrolled and the gore-tex suture passer used to anchor the north and south ends of the mesh. Once these were anchored, the tacker was used to tack 360 degrees around the remainder of the mesh. Once this was in place, several intermittent ties with gore-tex suture passer were used to anchor the mesh permanently. The mesh was deployed in the usual fashion. There were no other signs of defects appreciated. No other obvious pathology noted in the abdomen. The patient tolerated the procedure well. All trocars were removed. No signs of bleeding were noted. The wounds were closed with staples. The patient was extubated and taken to the recovery room in stable condition. Counts were correct during the case x 2, and abdominal binder was placed post-procedure.¿ (B)(6) 2007: (B)(6). Preoperative evaluation. Diagnosis: supraumbilical ventral hernia. Reflux, obesity. Asa ii. Medications: aspirin. (B)(6) 2007: (B)(6). Implant record. Procedure: laparoscopic ventral hernia repair with 15 x 19 cm goretex mesh. Findings: ventral hernia. Estimated blood loss: less than 10cc. (B)(6) 2007: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04051681. W.l. Gore & associates. Expiration: 08/22/08. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04051681) was implanted during the procedure. (B)(6) 2007: (B)(6). (B)(6), md. Discharge summary. Admission diagnosis: ventral hernia. Discharge diagnosis: same. Procedure: laparoscopic ventral hernia repair. Stayed overnight for pain control and monitoring. (B)(6) 2007: (B)(6). Discharge instructions. Wear abdominal binder at all times. No heavy lifting greater than 10 pounds. (B)(6) 2007-(B)(6) 2017: [missing records: records between (B)(6) 2007-(B)(6) 2017 including visits to treat ¿chronic mesh infection¿, ¿exploratory laparotomy, lysis of adhesions, open appendectomy, liver wedge resection¿, ¿abdominal wound dehiscence¿ were not provided.] (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Procedure: removal mesh abdominal cavity. Remove mesh from abd wall for infection. Exploratory laparotomy. Surgeons: (B)(6), md; (B)(6), md; (B)(6), md. Pre-op diagnosis: chronic wound infection of abdomen, initial encounter. Post-op diagnosis: chronic wound infection of abdomen, initial encounter. Indication for procedure: this is a 58 y.o. [Year old] female patient who has been seen in clinic on multiple occasions for a chronic mesh infection from a remote ventral hernia repair. At this point she has failed nonoperative management, and we have elected to proceed with removal of mesh. Risks, benefits, and alternatives were discussed with the patient. Surgeon: (B)(6), md. Assistants: (B)(6). Anesthesia: general endotracheal anesthesia. Asa class: 3. Procedure details: ¿patient was brought to the operating room and placed supine. Timeout was conducted and the patient was identified using 2 identifiers. The procedure was confirmed. General anesthesia was induced, endotracheal intubation was performed, a foley catheter was inserted sterilely, and preoperative antibiotics were given. The patient was prepped and draped in the usual sterile. Fashion. A small midline incision was made in the supraumbilical region in the area of the chronic sinus tract. We used the bovie electrocautery to get down to the mesh which was easily identified. This was able to be pulled out using bovie electrocautery and manual methods. The tacks were all removed along with the mesh. The mesh was taken on 2 segments, secondary to the fact that this was previously incised for a recent surgery. After removal of the mesh, we explored the abdomen through the small incision. There was no intra-abdominal or bowel injury that was appreciated. No succus was noted during the operative procedure. The hernia sac was adherent to some loops of bowel which was left in place, and the wound was irrigated. Hemostasis was obtained with bovie electrocautery. The midline was reapproximated using #1 looped pds in a running fashion. The fascia was not easily visualized on the left side however we were able to see some remnants of fascia on the right side of the abdomen. The wound was again irrigated and the skin was closed using staples and a dressing was applies. Patient tolerated procedure well, was extubated in the operating room and taken to recovery in stable condition. Dr. Rhynes was available throughout the procedure and was present for the critical portions of the case. Counts correct x 2 at the end of the case.¿ findings: infected mesh with capsule. Estimated blood loss: 25 cc¿s. Drains: none. Total IV fluids: 1000 ml. Specimens: mesh for gross pathology. Implants: no implants in log. Complications: none. Disposition: pacu - hemodynamically stable. Condition: stable. (B)(6) 2017: [missing records: pathology and culture reports detailing analysis of the device and specimens removed during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6). [Provider ni]. Discharge summary. Primary discharge diagnosis: chronic wound infection of abdomen. Hospital course: remote history of ventral hernia repair with gortex mesh placement in 2007 and status post exploratory laparotomy, lysis of adhesions, open appendectomy (appendix noted to be inflamed with pus), and liver wedge resection (B)(6) 2017 performed by dr. (B)(6), dr. (B)(6), and dr. (B)(6). The gortex mesh was not removed at the time of the operation. Post-operatively, patient had persistent abdominal pain, nausea/vomiting, and abdominal wound infection with drainage for which was evaluated several times in clinic and treated with augmentin in (B)(6) 2017. In (B)(6) 2017, admitted with abdominal wound dehiscence and underwent laparotomy incision with some subcutaneous emphysema with minimal subcutaneous fluid that was not organized. Complained of persistent drainage from abdominal wound for the past month with recent change in quality of drainage of infected mesh from abdominal wall. Prior to operation, low hemoglobin and hematocrit requiring transfusion of prbcs [packed red blood cells]. Admitted for observation, found to have stable hemoglobin and hematocrit, discharged home. Follow up in clinic or return to emergency department sooner for fevers, chills, nausea/vomiting, abdominal pain, foul-smelling drainage from wound. Procedures: exploratory laparotomy, removal of infected mesh from abdominal wall. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04051681. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.